Event description:
New information noted that the right ventricular lead was capped and replaced due to poor sensing in the right ventricle. At device check on (B)(6) 2018 the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2018 due to a product experience. No additional information was reported.